Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. Antibiotic treatment was necessary, and a temporary pacing lead was used with an external device for four days, then the system was replaced. No further patient complications have been reported as a result of this event.